Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 365 mg/dl. The customer stated that insulin pump had motor error alarm. Customer was able to successfully clear the alarm but unable to complete the rewind. The customer was treated with insulin drip. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, self test, a21 error test and the dat test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. Device alarmed motor error during occlusion test due to faulty fsr (gold). The motor was tested outside of the unit and passed. Device had minor scratched display window, scratched case, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.